Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an echocardiogram done due to feeling shortness of breath and lack of energy. Prior to the echocardiogram an atrial fibrillation (af) like pattern was noted on the left ventricular (lv) lead. The patient was in chronic af with atrial port plugged. This was causing some oversensing and pace inhibition of lv pacing. The lv sensitivity was decreased to prevent oversensing. Loss of capture was noted through testing and an x-ray confirmed that the lv lead had dislodged and was in the coronary sinus. A lead revision will be performed. No adverse patient effects were reported.

Event description:
At this time no revision has been performed.